Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced damage and leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review will not be performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported leak and material puncture issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review will not be performed. The return of the sample is pending and the investigation for the reported event is currently underway. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced damage and leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.